Event description:
International customer reports that a pt presented with a surgical wound dehiscence upon removal of the skin sutures five days following a c-section. Small bowel was exposed. The pt was returned to surgery to repair. The surgeon reports that the suture used to repair the rectus sheath broke since the knots were intact.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received; however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.